Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported patient underwent a left total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, a malpositioned cup, heterotopic ossification, joint effusion, cortical buttressing along the proximal femoral diaphysis and femoral bone marrow edema were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. Patient further alleges limping, loss of range of motion and leg length discrepancy. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-01812 & 03499 / 03501).